Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was 22.8 mmol/l. The customer was able to clear the alarm and the customer was unable to rewind the insulin pump. Troubleshooting was assisted. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
The device was received with a pump error 37 and pump error 43 alarms during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 and pump error 43 alarms.